Event description:
When activated, the nurse call would give an audible sound only once and the dome light outside of the room would remain lit. The audible sound is supposed to continue intermittently until the call is answered.